Event description:
The catheter was advanced up around the aortic arch into the left ventricle. Pressures were taken; however, physician noted pigtail was missing on x-ray. Further review found the tip to be in the aorta. The tip was successfully retrieved with a snare.